Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, during balloon dilatation, with another co's device, a dissection occurred. In an attempt to deploy a stent to cover the dissection, it became stuck proximal to the left anterior descending lesion site, and was unable to cross. The pt experienced ventricular tachycardia at this time, and the physician removed the delivery system quickly through the guiding catheter, stating that he understood that this was contrary to the IFU. The stent separated from the delivery system, and was found in the left coronary artery system. The procedure was completed as a percutaneous transluminal coronary angioplasty. And later, the stent was removed surgically. No other info was reported.